Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. A device history record (DHR) investigation shows that the device was assembled and inspected according to our specifications. This customer complaint cannot be confirmed due the lack of device sample to perform a proper investigation and determine the root cause. Regarding other customer complaints due to the same issue on component (B)(4), a CAPA was opened to perform a further investigation this issue (this CAPA is owned by r & d). Per the CAPA investigation, the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated snap adaptor component. CAPA (B)(4) is currently closed. Additionally, the personnel of the assembly line will be notified for awareness. If the device sample becomes available at a later date, this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "adaptor not screwing onto oxygen port correctly. Plastic 'wing nut' at top of adaptor not tightening correctly, causing adaptor to hang from port at such an angle that it would not work properly." Alleged defect reported as detected during use. Customer reports another device was obtained for use. It was reported there were no clinical consequences to the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was used. During the inspection of the nut adaptor it was noticed that it did not spin freely. Functional testing was performed and it was observed that the internal locks on the adaptor were damaged. Attempts to duplicate the failure mode were performed and there are two ways to duplicate them: the first one is by overtightening the nut adaptor onto the flowmeter. The second one is by manipulating the assembly connection. The customer complaint is confirmed. Although the condition reported is observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process (damaged internal locks). The root cause for the condition reported could not be identified. However , the personnel from adaptor assembly line were notified on (B)(4) 2017 for awareness. A conclusion code could not be found.

Event description:
Customer complaint alleges "adaptor not screwing onto oxygen port correctly. Plastic 'wing nut' at top of adaptor not tightening correctly, causing adaptor to hang from port at such an angle that it would not work properly." Alleged defect reported as detected during use. Customer reports another device was obtained for use. It was reported there were no clinical consequences to the patient.